Manufacturer narrative:
The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with MFR specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the additional testing performed through the independent laboratory indicated the valve complied with co specifications at the time of MFR. Results of this investigation are inconclusive. The cause of the thrombosis which caused an impeded leaflet after the valve had been implanted for three years remains unknown. However, it was most likely not due to an intrinsic valve defect, as supported by the surgeon stating there was nothing wrong with the valve. As previously mentioned, the fracture damage observed on this valve was most likely due to an external force being applied to the surfaces of the leaflet at the time of explant. This was supported by scanning electron microscope analysis results.

Event description:
Another manufacturer's 25mm bioprosthesis was then implanted, and the pt's postoperative health status was reported as stable.